Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there was an occlusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion set clogged during the packed red blood cells infusion. The following information was provided by the initial reporter: "patient was having platelet and packed red blood cells (prbc) infusion. Platelets infused without issue. During 15 min vital check during blood, pump kept ringing occluded. Changed caps, flushed line with great blood return, changed ears and changed pump with no change. Changed blood tubing and blood infusing without issue."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # 3902560000-2023-8036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set clogged during the packed red blood cells infusion. The following information was provided by the initial reporter: "patient was having platelet and packed red blood cells (prbc) infusion. Platelets infused without issue. During 15 min vital check during blood, pump kept ringing occluded. Changed caps, flushed line with great blood return, changed ears and changed pump with no change. Changed blood tubing and blood infusing without issue."